Event description:
A malfunction was reported with the customer's pump, but no notable events occurred before the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues reappeared. The customer acknowledged and understood the guidance provided.